Event description:
It was reported that a pump "keeps giving latch errors". Any pt involving injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was not returned to baxter and eval could not be performed. If the device is returned and evaluation will be performed and a supplemental report will be submitted.